Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving dilaudid (concentration 2 mg/ml, dose 7mg) via an implantable pump for malignant pain. The patient's medical history was listed as colon cancer. The patient was not getting pain relief (also reported as increased pain) and the health care professional kept increasing the rate with no effect. A dye study was done and they were not able to get cerebrospinal fluid. Patient was taken to surgery and a new catheter was placed. The issue was reported to be resolved. The patient status was alive -no injury. The health care professional later reported that it never worked like it should have, the cause of not being able to get cerebrospinal fluid was not determined, they suspected a kink in the pocket and leak at hub or pocket. There was no distal abnormality seen on floro exam.